Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (clear residue on lens).

Manufacturer narrative:
This product is not marketed in the u.s. Patient code (B)(4) (no code available): secondary surgery, lens exchange, lens repositioning. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6 diopter -12.0/+3.5/097 diopter into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was re-positioned. On (B)(6) 2017, the lens was exchanged with a larger lens due to lens rotation not associated to a low vault. Reportedly, the lens exchange resolved the problem.